Manufacturer narrative:
H4: the lot was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a floating particulate matter inside the fluid path. Additional visual inspection along with magnification was performed which observed a floating white crescent moon shaped particle approximately 0.25 inches in length and possibly of acrylonitrile butadiene styrene (abs) material. The reported condition was verified. The cause of the condition could not be determined, however, a possible cause could be inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during mixing. There was no patient involvement. No additional information is available.